Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for evaluation. However, the facility returned forty-four (44) unused, unopened ultrasite valves, with packaging identifying the reported lot number (0061369652). A random sampling of fifteen (15) valves were subjected to luer taper, weepage, flow, and water pressure (leakage) testing according to specification with acceptable results. There were no leakages observed within the valve or at the luer connectors during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. Without the actual used sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The returned unused samples met specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports there have been four incidents involving three different patients since (B)(6) 2015 regarding leaking ultrasite valves. The ultrasite valve is attached to the end of a safestep huber needle that is in the patient, and the continuous infusion cadd legacy plus pump and extension set is on the other end of the valve. A chemo agent (5fu - fluorouracil) was being infused at the time of the leakages. There were no patient injuries as a result of the leakages, however chemo residue was noted on their clothing. The patients were instructed to wash any contaminated articles separately in hot water. The pumps are attached and set-up in the clinic. The patient is sent home, typically for 46 hours, with the pump running. The patient then returns to the clinic to have the pump taken off, port flushed, and needle removed.